Event description:
The caller reported that the tandem t:slim mobile app delivered a bolus without user confirmation. As a result of this unintended bolus, the customer's blood glucose level dropped to 44 mg/dl. To address the low blood glucose, the customer consumed carbohydrates and did not require assistance from a third party. Technical support assisted the caller in disabling the bluetooth setting on the pump and planned to investigate further, with a follow-up to be conducted upon review.